Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) showed left bundle branch block (lbbb). Following the procedure, complete heart block (chb) was noted. Two days post-implant, a permanent pacemaker was implanted. No further adverse patient effects were reported.